Manufacturer narrative:
Additional information received by gore stated that according to the physician, the infection lasted for one and a half years and it appears that the endoprostheses had become immediately infected at the point of fistula treatment when implanting the grafts into bacteriae infested tissue. Gore does not consider this case reportable as the gore® excluder® aaa endoprostheses were apparently implanted into pre-infected tissue in the treatment area. This medwatch report is therefore being retracted. The serial numbers for the gore® excluder® aaa endoprostheses involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. The explanted gore® excluder® aaa endoprostheses were returned to gore and an explant evaluation was performed. The following is a summary of the ei observations: tissue present: yes minimal, scattered plaques of red brown material were present on the luminal and abluminal surfaces. The lumens appeared patent from the luminal extremity views provided. However, the luminal patency cannot be verified with the images/information provided. No material disruptions were identified. Request for additional analysis: no. Reason: no material disruptions were identified. Based on the ei¿s review of the geprovas report, no additional analysis is requested. B5: updated event description.

Event description:
On (B)(6) 2019, this 74 year old male patient underwent emergency endovascular treatment with gore® excluder® aaa endoprostheses as well as surgical suturing of the ileum to treat an aortic-enteric fistula. The gore® excluder® endoprostheses served as an interim solution as the patient had reportedly been experiencing blood loss and presented with hemorrhagic shock. On (B)(6) 2020, and as a concluding treatment, the endograft was explanted and blood flow was surgically restored with a neo-aortoiliac system. Reportedly, microbial examinations showed contamination with enterococcus faecalis bacteria, pointing to an infection of the grafts. According to the physician, the infection was believed to have immediately been present at the point of implanting the grafts into bacteriae infested tissue and had reportedly lasted for one and a half years. As the patient had been asymptomatic, the resolving explant procedure was delayed until (B)(6) 2020.

Manufacturer narrative:
Device evaluated by manufacturer: other code - the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately.

Event description:
On (B)(6) 2019, this (B)(6) year old male patient underwent emergent endovascular treatment with gore® excluder® aaa endoprostheses as well as surgical suturing of the ileum to treat an aortic-enteric fistula. The gore® excluder® trunk-ipsilateral leg component served as an interim solution as the patient had reportedly been experiencing blood loss and presented with hemorrhagic shock. On (B)(6) 2020, for definitive treatment, the endograft was explanted and blood flow was surgically restored with a neoaortoiliac system. Reportedly, microbial examinations showed contamination with enterococcus faecalis bacteria.